Event description:
Apparent infection.

Manufacturer narrative:
Device history record was reviewed and all acceptance criteria were met. Pt left surgeon's practice for another opinion. It is not known if the device was explanted or other treatments were applied.